Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported issue occurred during the diagnosis of an unknown procedure. The patient was moved to another room. It was reported that the customer was unable to perform fluoroscopy. Review of the log files confirmed the ¿x-ray control¿ malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the cube errors in the log and were caused by an intermittent low voltage power supply. Fse replaced the nt 24 power supply and reseated the connections on the cube. After the replacement of nt 24 power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.